Manufacturer narrative:
The reported event was confirmed, cause unknown. The used three-way latex foley catheter was returned without the original packaging. A cut was noted on the shaft close to the funnel end on the foley catheter. The cut was noted to go through both the inflation and drainage lumen, with the irrigation lumen still intact. Attempted to inflate the balloon with 30cc di water, however, the water leaked from the cut on the shaft as well as from the drainage eyes; this is out of specifications as it would not pass functional leak testing. Although a specific cause cannot be determined, potential root causes for this event could be, "over exposure to ozone resulting in product degradation", "high modulus latex", or "inadequate material selection. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and states the following: "visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water leaked out from the valve of the foley catheter during placement.

Event description:
It was reported that water leaked out from the valve of the foley catheter during placement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.